Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - additional. B2 outcomes attributed to adverse event - additional. B6 relevant tests/laboratory data,inclu - additional. H1 type of reportable event - correction. H2 correction. H6 health effect - impact code - correction. H6 health effect - clinical code - correction.

Event description:
Subsequent to the initial MDR, additional serious adverse event information was provided on 01/31/2025. On (B)(6) 2024, the patient felt like the sensor wire was under his skin. No patient symptoms were reported. Therefore, he had an x-ray done (it was not specified by who). The x-ray did not confirm the presence of a retained sensor wire. On (B)(6) 2025, the patient had a CT (computed tomography) scan done (it was not specified by who) and this test did confirm the presence of a retained sensor wire in his abdomen. On (B)(6) 2025, the patient had a consult with a surgeon regarding getting the retained sensor wire removed. The patient was scheduled for removal surgery on (B)(6) 2025. Upon follow-up with the patient on (B)(6) 2025, the patient reported having an hour long surgery to remove the retained sensor wire, which was broken into 4 pieces. The surgery was successful. No other details about the surgery were provided. No additional patient or event information is available.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).